Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("unexplained rashes") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced rash (seriousness criteria medically important and intervention required), dizziness ("dizzy spells"), inflammation ("chronic inflammation"), fatigue ("fatigue"), urticaria ("chronic hives"), hypoaesthesia ("numbness legs & hands"), cardiac disorder ("heart problem"), cerebrovascular accident ("sign of strokes"), bladder disorder ("bladder issues"), autoimmune disorder ("autoimmune disorder"), alopecia ("hair loss"), nervous system disorder ("nervous system disorder"), bacterial vaginosis ("bv infection"), fungal infection ("yeast infection") and abscess ("abcess"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered abscess, alopecia, autoimmune disorder, bacterial vaginosis, bladder disorder, cardiac disorder, cerebrovascular accident, dizziness, fatigue, fungal infection, hypoaesthesia, inflammation, nervous system disorder, rash and urticaria to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('unexplained rashes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), inflammation ("chronic inflammation"), fatigue ("fatigue"), urticaria chronic ("chronic hives"), hypoaesthesia ("numbness legs & hands"), cardiac disorder ("heart problem"), cerebrovascular accident ("sign of strokes"), bladder disorder ("bladder issues"), autoimmune disorder ("autoimmune disorder"), alopecia ("hair loss"), nervous system disorder ("nervous system disorder"), bacterial vaginosis ("bv infection"), fungal infection ("yeast infection") and abscess ("abcess"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the rash, dizziness, inflammation, fatigue, urticaria chronic, hypoaesthesia, cardiac disorder, cerebrovascular accident, autoimmune disorder, alopecia, nervous system disorder, bacterial vaginosis, fungal infection and abscess outcome was unknown. The reporter considered abscess, alopecia, autoimmune disorder, bacterial vaginosis, bladder disorder, cardiac disorder, cerebrovascular accident, dizziness, fatigue, fungal infection, hypoaesthesia, inflammation, nervous system disorder, rash and urticaria chronic to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('unexplained rashes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), inflammation ("chronic inflammation"), fatigue ("fatigue"), urticaria chronic ("chronic hives"), hypoaesthesia ("numbness legs & hands"), cardiac disorder ("heart problem"), cerebrovascular accident ("sign of strokes"), bladder disorder ("bladder issues"), autoimmune disorder ("autoimmune disorder"), alopecia ("hair loss"), nervous system disorder ("nervous system disorder"), bacterial vaginosis ("bv infection"), fungal infection ("yeast infection"), abscess ("abcess") and allergy to metals ("she may be allergic to the metals in the device") and was found to have weight increased ("weight gain") and weight decreased ("weight lost"). The patient was treated with surgery (hyseterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the rash, dizziness, inflammation, fatigue, urticaria chronic, hypoaesthesia, cardiac disorder, cerebrovascular accident, autoimmune disorder, alopecia, nervous system disorder, bacterial vaginosis, fungal infection, abscess, weight increased, weight decreased and allergy to metals outcome was unknown. The reporter considered abscess, allergy to metals, alopecia, autoimmune disorder, bacterial vaginosis, bladder disorder, cardiac disorder, cerebrovascular accident, dizziness, fatigue, fungal infection, hypoaesthesia, inflammation, nervous system disorder, rash, urticaria chronic, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2022: pif received- new events added- weight gain and lost, allergy to metal. Plaintiffs middle name and surgery information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.